Manufacturer narrative:
Approximate age of the device is 4 years, 9 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the log files had low speed advisory and low flows while on power module. Patient remained on batteries but there was evidence of low speed operation on battery. Technical services reviewed the log files and data showed multiple low speed advisory events starting on (B)(6) and continuing through (B)(6) anytime the patient was using the grounded patient cable and suggested that this type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module, the log did not capture any low speed events on battery power. It was suggested in order to prevent further interruption in support it may be beneficial to keep the vad connected to battery power/no ground cable until further investigation is completed. It was also suggested that x-ray were needed to identify a possible location of where the compromise in the lead is as these x-rays should show the entire percutaneous lead from its connection to the controller to where it attaches to the vad with as few twist/turns to the driveline as possible. Tech services on 13june2019 repaired the driveline. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient will be monitored overnight for any more alarms and discharged if no more alarms occur.

Manufacturer narrative:
Section b5: additional information. D4: additional information. Section g3: correction. H3,4: additional information. Manufacturer's investigation conclusion: the reported low speed events and hazard alarms were confirmed through the review of the log files submitted by the account. Based on past experience with the hmii lvas and similar reported events, the low speed events and hazard alarms that occurred while patient was supported by the power module could be indicative of driveline damage. However, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 19" of the distal portion of the patient's driveline (dl) was replaced. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The majority of the returned segment of driveline was covered in a tape repair. Upon removal of the tape, tears to the silicone jacket were observed but there did not appear to be any damage to the underlying layers. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The account communicated that the patient was asymptomatic during the alarms. There were two more alarms after the driveline repair while on a grounded patient cable. The patient was sent home on an ungrounded cable and there have not been any alarms since. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. Additionally, the hmii lvas IFU outlines all system controller alarms (including low speed hazard and low flow hazard alarms), as well as how to respond to such events.

Event description:
Prior to driveline repair, the patient experienced pump off alarms and was asymptomatic. The patient alarmed twice while on a grounded cable after driveline repair. The patient was sent home on an ungrounded cable and since then had no more alarms.

Manufacturer narrative:
Section d10 and h3: while the pump remains in use supporting the patient, a portion of the percutaneous lead was returned to and evaluated by the manufacturer. No further information was provided. The manufacturer is closing the file on this event.